Manufacturer narrative:
Investigation completed on a smiths syringe infusion pumps/medfusion 3500 pumps. The complaint of device would not calibrate and broken case was visually was confirmed after revealing the damage on broken top case by the handle and chipped out on right plunger case. The complaint of would not calibrate was not revealed in the event log, nor during testing. No action taken on calibration and the complaint if believed to be related to customer damage. Repair summary: replaced damaged top case, left plunger case and battery door. Replaced battery due to low lmd (2012). Installed missing plunger case seal. Replaced the old kurt blue worm gear. Upgraded the motor mount and replaced the worm coupling. Cleaned, greased and calibrated the device, performed power up process, occlusion test and all functional tests which passed. Returned l-bracket with the pump. Device passed all testing.

Event description:
Information reported on a smiths medical syringe infusion pumps/medfusion 3500 pumps would not calibrate and broken case. No patient adverse events reported.